Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques and filled the cartridge with cold insulin. Tandem technical support informed the customer that not performing the air removal technique and loading the cartridge with cold insulin is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.